Manufacturer narrative:
The electrical parts of hillrom lifts are compliant with iec 60601-1 medical electrical equipment - part 1: general requirements for basic safety and essential performance which applies to the basic safety and essential performance of medical electric equipment and medical electric systems. Even though all hillrom lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, hillrom states in the periodic inspection manual for liko mobile lifts 3en371001 rev. 5 under section 8: verify that all cables are properly inserted. Re-insert if uncertain. Verify battery charge by inspecting the charger indicator. Check cables and connectors for damage or wear. In the instruction manual for golvo 9000 lifts 7en140108 rev. 5 states, under inspection and maintenance section: a periodic inspection of the lift should be carried out at least once per year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hillrom and using original liko spare parts. For trouble free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. If the instruction as outlined above are followed it is unlikely for an injury to occur due to this error. The charging cable and power supply box will be replaced to resolve the issue. In conclusion, although the reported event did not result in a patient injury, the report of a charging cable burning could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer alleged the lift was experiencing a short-circuit problem and caused the power cable connector to burn.there was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).